Manufacturer narrative:
. Catalog #:z900200215. The intraocular lens was returned to our manufacturing facility for investigation. The returned sample was inspected at 10x microscope magnification. The inspection revealed that the lens was received with surface residuals adhered to both sides of optic body compatible with handling the lens during the implant and explant process. This lens was received without one of the loops (haptics). The lens condition was consistent with a lens that had been explanted from the eye and was not manufacturing related. At the manufacturing final inspection process lenses are 100% inspected at 10x microscope magnification for cosmetic and haptic defects. Any defects on the lenses that do not meet the criteria specifications are rejected. It was stated that the lens was implanted without issue and that the haptic detachment was noted during the explant process. Based on the investigation, cosmetic defects found in the returned lens were related to explant process and not manufacturing related. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient had an intraocular lens (iol) implanted (B)(6) 2013 and explanted (B)(6) 2013. Reportedly on the post operative visit, it was noted that the lens was out of place. The lens was reportedly intact when implanted. Reportedly, during explant of the lens, a piece of the haptic fell into the optic. An anterior chamber lens (acl) was placed and the patient was sent to a retinal specialist where a vitrectomy was performed. There were no reported patient complications post op that would have caused the lens to be out of place. No additional information was provided.

Manufacturer narrative:
(B)(4). The review of the documentation and testing presented in the manufacturing record were found within product specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.